Event description:
It was reported that there was an open sore around the patient's device after he fell. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).